Event description:
The surgeon was suturing during a laparoscopic hysterectomy. When the needle holder was removed, half of the suture needle was missing. The full length of needle is 9mm. Xray taken and needle seen on image but unable to retrieve broken piece.